Event description:
Event reported by surgeon as, "access port leakage."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. See related medwatch report# 2024601-2006-00070. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."